Event description:
Pericardial catheter broke off at the insertion site with tip lodged in the pt. Dressing was intact, when discovered, with no tension on the catheter. Pt was taken to surgery to remove the separated segment from the pericardio sac.